Event description:
Customer reported, the system intermittently makes a beeping sound and will not save images. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the mother board and sram battery. System operates as intended. (B)(4).